Event description:
Complainant alleges that the cord on her heating pad shorted out and sparked slightly burning her left index finger. She goes on to state that "it is far superior to any of the many pads I've ever used in the last 15 years. Please, please send me another one. I loved it!" There was no indication that medical treatment was sought.